Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not working as expected. Upon inflation, only one cylinder partially inflates, and the other does not inflate at all. The medical staff stated that they are going to work through some troubleshooting tips to see if they can correct the issue. No surgical intervention has been scheduled yet. No further patient complications were reported.